Event description:
During a percutaneous transluminal angioplasty to the left common iliac artery, the amiia was being used for post-dilatation; however, the catheter would not pass through the stent; therefore, the balloon was inflated at the distal side of the stent. After dilatation, the physician was unable to retrieve the catheter back into the sheath introducer. The balloon was then manipulated a few times and was retrieved. Once removed from the pt, the shaft of the balloon was found stretched. There was no separation. The vessel was moderately calcified, tortuous, and 100% stenosed. Another balloon catheter (MFR unk) was used and the procedure was completed successfully. There were no adverse consequences to the male pt (age unk). The pt is in stable condition.

Manufacturer narrative:
This prod is not available for analysis as stated. Add'l info will be provided within 30 days of receipt.